Event description:
The white hub on the distal lumen separated from the extension tubing. The nurse was rotating the pt when this occurred. Cvc line was discontinued and replaced with a peripheral line.

Manufacturer narrative:
Evaluation: customer returned one used device and 17 unopened devices for eval, the complaint catheter had separated at the distal extension hub. Upon examining the extension tubing, the tubing did not have a straight cut, but a jagged edge and had elongated. When the hub was dissected for examination, the extension tubing was still present in the hub. Based on the condition of the tubing and the fact the tubing was still bonded in the hub indicates that the tubing was pulled out of the hub with abnormal axial force.